Event description:
Note: date of event is unknown. It was reported to boston scientific corporation in 2008 that a corflo cubby low profile gastrostomy enteral feeding device was placed (patient age, gender and weight unknown). According to the complainant, approximately one week after placement of the corflo cubby low profile gastrostomy enteral feeding device, the y-port of the right angle feeding tube detached from the tube. The procedure was completed with a different device (device unknown). No patient complications were reported as a result of this event. The patient's condition was reported to be "good."

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date and expiration date are unknown. A visual inspection of the returned device revealed that the y-port was no longer bonded to the tubing. Evidence of glue was apparent on the tubing. It appears that the bond failure is possibly due to either incorrect bonding technique or not enough bonding solvent being used.